Manufacturer narrative:
(B)(6). Manufactured august 15, 2016 - august 16, 2016. The actual device was not returned; however a photograph was received for evaluation. For no flow problem, a functional flow rate test must be performed on the complaint sample in order to verify the flow rate accuracy of the alleged device. The reported issue could not be verified based on the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event. The infusor was filled with benzylpenicillin 10800 mg in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information was available.